Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that upon inserting the sheath into the body, the tip collapsed/flattened, preventing further advancement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.